Manufacturer narrative:
(B)(4). Batch # m55x30. Additional information was requested and the following was obtained: on which firing did this occur? First. What was the shape of the staples (b-formation, irregular, unformed)? Unknown. Did the device cut? No. If the device cut, was the cut line complete? For clarification, did the surgeon cut the bowel to remove the device from the patient? Yes. If yes, did the surgeon try any other methods to remove the device prior to cutting the bowel with scissors? Unknown. How was the procedure completed? Unknown. Was the post-op care changed for the patient? No . The analysis results showed that the cs40g device was received in good visual conditions and with the original cartridge loaded in the device. The cartridge was received void of staples, with the washer uncut, with the drivers exposed and with the knife recess below the cartridge deck. In addition the returned cartridge was noted to have several staples stuck in the washer, it appears possible that excess of pressure was placed on the distal end of the device not allowing the retaining pin to properly assemble becoming misaligned with the anvil causing the staples not to properly form and damaging the knife as the knife hit the anvil and not the washer. Please reference the instructions for use for additional information. The device was tested for functionality with a test cartridge and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a sigmoid procedure, the device fired half of the staples then would not release from the tissue. The surgeon cut the bowel with scissors. The patient is fine. Unknown how case was completed. There were no adverse consequences for the patient.